Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 41 mg/dl, 228 mg/dl, 161 mg/dl, 61 mg/dl, 231 mg/dl, 160 mg/dl, 123 mg/dl and 167 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with these event.

Manufacturer narrative:
(B)(4). The device was returned and the investigation revealed the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, according to the memory log of the meter three out of the eight readings (161 mg/dl, 228 mg/dl, 41 mg/dl) were done within 10 minutes on (B)(6) 2007. The other readings reported were also found in the memory log, but were done on (B)(6) 2007, and some were within 10 minutes.